Event description:
According to the reporter: for the first firing for resection of right upper lobe during wedge/segmental resection, the surgeon clamped the tumor with p.n.catch and fired the device along the line of p.n.catch. Then the surgeon started the second firing, however the device stopped at the second squeezing of the handle. Then removed the device from the tissue and however oozing occurred at site of incomplete staple line. Replaced by new device , the surgeon re-stapled over the original staple line and the firing was completed with no problem. There was tissue damage and oozing bleeding occurred as a result of the issue. The event occurred in use for patient. The procedure was completed with another device. The status of the patient: no problem.